Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: visual inspection of the returned product found the lens was rotated inside the nozzle and rod run over the lens. Volume of used viscoelastic material appeared to be enough. Conclusion: based on the complaint history and product evaluation, it is not possible to determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 19.0 diopter preloaded injector. When handling the rod and screw plunger, the rod passed above the iol and the lens became stuck/blocked. There was no patient contact or injury and the surgery was cancelled.